Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker system needed a magnetic resonance imaging (MRI) scan, but a device check revealed a recent right ventricular (rv) lead safety switch (lss) to unipolar due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Technical services (ts) explained that the device would not allow a unipolar pacing configuration to enter MRI protection mode. Technical services (ts) discussed troubleshooting options and programming considerations. Additional information received reported that the patient had interrmittent block. It was noted that there was oversensing and loss of capture (loc) in bipolar configuration. This pacemaker system remains in service. No adverse patient effects were reported, and it was noted that the patient was pacer dependent.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient implanted with this pacemaker system needed a magnetic resonance imaging (MRI) scan, but a device check revealed a recent right ventricular (rv) lead safety switch (lss) to unipolar due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Technical services (ts) explained that the device would not allow a unipolar pacing configuration to enter MRI protection mode. Technical services (ts) discussed troubleshooting options and programming considerations. Additional information received reported that the patient had interrmittent block. It was noted that there was oversensing and loss of capture (loc) in bipolar configuration. This pacemaker system remains in service. No adverse patient effects were reported, and it was noted that the patient was pacer dependent.

Event description:
It was reported that the patient implanted with this pacemaker system needed a magnetic resonance imaging (MRI) scan, but a device check revealed a recent right ventricular (rv) lead safety switch (lss) to unipolar due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Technical services (ts) explained that the device would not allow a unipolar pacing configuration to enter MRI protection mode. Technical services (ts) discussed troubleshooting options and programming considerations. Additional information received reported that the patient had intermittent heart block. It was noted that there was oversensing and loss of capture (loc) in bipolar configuration. This pacemaker system remains in service. No adverse patient effects were reported, and it was noted that the patient was pacer dependent.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060106. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. Boston scientific has assigned an investigation conclusion code of cause traced to device design.